Manufacturer narrative:
The issue was evaluated and replicated in the hcus lab; the cause was traced to a software configuration. This issue is very rare and requires many tries with large studies to reproduce; it is considered to be a very rare occurrence in a clinical environment. This issue was initially identified as a non-reportable event. During a retrospective review, it was determined that this complaint should be reported in an abundance of caution. Fujifilm has initiated a recall on 3/2/2021 to alert customers of several patient mismatch issues existing in all synapse pacs 5 versions. Fujifilm submitted c&r report 1000513161-03/11/2021-001-c to FDA, which has been classified as class ii and has ongoing recall under recall number z-1348-2021. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On 04/14/2021, fujifilm healthcare americas corporation received a customer inquiry for assistance with synapse pacs. There was a issue noted is as follows: it was reported that the patient history did not refresh after study change. The previous patient information is displayed. There was no patient impact, serious injury or death associated with this event. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.